Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent cervical surgery using rhbmp-2/acs and puregen. Sometime postop, the patient reportedly developed breathing problems and pain and was hospitalized.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent lumbosacral spine MRI. Impressions are: degenerative changes, lumbar spine. No acute bony abnormality demonstrated. On (B)(6) 2010: the patient underwent an MRI. The impressions are: multilevel spondylosis. There is mild central stenosis at l3-l4 and l4-l5, secondary to disc bulge and facet hypertrophy. There is mild to moderate bilateral foraminal narrowing at these levels, greatest on the right at l3-l4. L2-l3 minimal central stenosis and mild bilateral foraminal stenosis secondary to disc bulge and facet hypertrophy. Lesions consistent with hemangiomas are noted in the t12 and l3 vertebral bodies. On (B)(6) 2010: the patient underwent MRI of cervical region. Impressions: no evidence of fracture, slippage or bony destructive process. Diffuse degenerative disc space narrowing and spurring c3 through c7, most marked at the c5-c6 level where note is made of some spinal stenosis in the ap dimension, 8.5mm and question of possible mild extrinsic compression on the traversing right and left c7 nerve roots. Mild to moderate foraminal narrowing on the left at c6-c7. On (B)(6) 2010: the patient underwent an MRI. Impressions: cervical spinal stenosis, c5-c6, c6-c7. Bilateral foraminal stenosis c5-c6, c6-c7, more marked on the left as compared to the right. On (B)(6) 2011: the patient was pre-operatively diagnosed with: degenerative cervical disc disease c5-c6, c6-c7. Degenerative cer vical spinal stenosis c5-c6, c6-c7. And underwent the following procedures: anterior cervical discectomy c5-c6, c6-c7. Anterior cervical fusion using auto and allograft c5-c6, c6-c7. Placement of anterior interbody cages c5-c6, c6-c7. Anterior cervical instrumentation c5-c6, c6-c7. Rhbmp-2/ acs was used in the surgery with no intra-op comlpications. On (B)(6) 2011: the patient was pre-operatively diagnosed with cervical spinal stenosis c5-c6, c6-c7 and underwent the following procedure: anterior cervical discectomy fusion (acdf) c5-c6,c6-c7. The patient was placed on IV steroids. Almost immediately took care of his issues. Unfortunately, the patient was given a medrol dosepak, which he did not take post-operatively after the surgery. By day two, all of asymptomatic were completely resolved. On (B)(6) 2011: the patient underwent MRI. The impressions are: lumbar spinal stenosis associated with lumbar spondylolisthesis l4-l5, l5-s1. Progressive and severe symptoms of neurogenic claudication. Back pain with radicular pain in the l5 and the s1 distribution. Very significant functional impairment. Anterolisthesis of l4 on l5 and l5 on s1. Central and lateral recess stenosis at l4-l5, l5-s1. Failure of conservative treatment for many years. On (B)(6) 2015: the patient underwent lumbar epidural steroid injection(lesi) at l4-5 with epidurogram, under fluoroscopy. The patient was pre-operatively diagnosed with: lumbar spondylosis lumbar degenerative disc disease. On (B)(6) 2015: the patient presented for a follow-up. The patient received lesi injection at l4-5 and was asked to continue the ongoing medications.